Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: replaced fingers on pressure arms with tip replacement kit to correct issue. Per service bulletin, performed software upgrade to the latest versions. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed 2 similar complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the pump was overfilling the fill chamber. Procedure was completed using the pump. Procedure was prolonged for approx 10 minutes. No patient consequences. Device to be returned. Additional information received via phone by mitek complaints on (B)(6) 2015: the sales rep confirmed the overfill was coming from the saline bag, he reported after troubleshooting it was determined to be the pump.